Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A 24 x 3.00 promus premier¿ stent was advanced to the lesion however the device came in contact with the proximal non bsc guide catheter extension and as a result, the edge of the stent was lifted "a little". The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).